Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at anterior and posterior leaflet 2(a2p2). Steerable guide catheter was removed from left atrium. A slight decrease in spo2 was observed. Amplatzer of 25mm was put on the iatrogenic atrial septal defect and spo2 returned back to normal. The mr was reduced to grade 1 post procedure. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted at anterior and posterior leaflet 2(a2p2). Steerable guide catheter was removed from left atrium. A slight decrease in spo2 was observed. Amplatzer of 25mm was put on the iatrogenic atrial septal defect and spo2 returned back to normal. The mr was reduced to grade 1 post procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation resulting in hypoxia appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.